Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The ins battery was at normal end of life. There was no telemetry and no output.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp), via the manufacturer representative, reported the patient stopped feeling stimulation approximately 6 months prior, in (B)(6) 2015. The patient's symptoms returned as well, however the hcp was unable to investigate as they were unable to interrogate the implantable neurostimulator (ins) using the clinician programmer. The set amplitude of the ins and impedance measurements was unknown. It was noted the other settings were set to "default (14 hz, 210's) ". The patient had a procedure to replace the ins on (B)(6) 2015. At the time of explant, the lead was still connected and in situ. The hcp tried interrogating the ins, but was still unable to. The ins was replaced and impedances were then measured and showed all electrodes were within range. No further information was reported. A follow up report will be sent if additional information is received.